Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The cause for the increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 23:11 with uf volume of 1381 ml during cycle 5. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.